Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The physician was treating severe stenosis in both the left and right iliac arteries. This 7.0x40x75cm express biliary ld stent was initially tracked through the right common iliac artery. The stent was then removed from the right common iliac and advanced through the left common iliac artery. While the stent was in the left common iliac artery, it was noticed under angiography that there was separation between the distal stent and the balloon. The stent was removed from the patient undeployed. The procedure was then completed with the placement of a 7x30mm express biliary ld in the left common iliac. The patient is stable and tolerated the procedure well. Additional information has been requested and is not available.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The physician was treating severe stenosis in both the left and right iliac arteries. This 7.0x40x75cm express biliary ld stent was initially tracked through the right common iliac artery. The stent was then removed from the right common iliac and advanced through the left common iliac artery. While the stent was in the left common iliac artery, it was noticed under angiography that there was separation between the distal stent and the balloon. The stent was removed from the patient undeployed. The procedure was then completed with the placement of a 7x30mm express biliary ld in the left common iliac. The patient is stable and tolerated the procedure well. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. A visual and microscopic examination found that the stent had moved approximately 8mm distally on the balloon. It is not possible to move the stent proximally on the balloon material. Examination of the balloon material noted slight indentations indicating that the stent had been crimped correctly. The stent appears fully crimped and has the correct profile. A visual and tactile examination of the shaft of the delivery system noted no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of this investigation was found to be user related as the device was used in anatomy not indicated in the dfu. (B)(4).